Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two months after stent placement, calculi were found on the stent during an examination. It was stated that the stent was removed after calculi on its surface were eliminated using a holmium laser under a cystoscope.

Manufacturer narrative:
The reported event is confirmed, supplier design related. A photo sample was submitted. The photo sample showed encrustation/calcification present on the stent. The physical sample (used ureteral stent) was returned and evaluated. The returned sample passed all functional testing. A potential root cause for this event could be "material selection". The device was used for treatment purposes. It is unknown if the device met specifications, however, it contributed to the reported event based on the design of the device. As the reported event is confirmed design-related, a DHR review is not required. As the reported event is confirmed design-related, a label/pack review is not required. Correction: d,g,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that two months after stent placement, calculi were found on the stent during an examination. It was stated that the stent was removed after calculi on its surface were eliminated using a holmium laser under a cystoscope.

Event description:
It was reported that two months after stent placement, calculi were found on the stent during an examination. It was stated that the stent was removed after calculi on its surface were eliminated using a holmium laser under a cystoscope.

Manufacturer narrative:
The reported event is confirmed, supplier design related. No physical sample was returned, however, a photo sample was submitted. The photo sample showed encrustation/calcification present on the stent. The device was used for treatment purposes. It is unknown if the device met specifications, however, it contributed to the reported event based on the design of the device. The device was returned for evaluation. As the reported event is confirmed design-related, a DHR review is not required. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." A potential root cause for this event could be "material selection". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.